Manufacturer narrative:
Findings: unit passed prime, excessive no delivery alarm and displacement test. No unexpected excessive no delivery alarm. Minor scratched lcd window, cracked case near display window corners. Bleeding lcd glass. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's father reported via phone call indicating that patient had excessive no delivery alarm. Customer's blood glucose at time of incident was unknown. The customer stated no bent needles, not able to push insulin out manually through tubing. Customer stated no alarm is coming up again. The customer was advised the pump need to be replaced.